Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro device was removed from the pt to clean fat that was stuck on the jaw. During the removal of the device from the pt, the silicone covering separated from the jaw, but did not completely detach and nothing fell into the pt. A replacement device was used o complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that accumulated fat caused the heating wire to bow away from the silicone boot; the heating wire remained attached to the tip of the hot jaw. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).